Event description:
A customer reported that a system message displayed and there was no vacuum or phaco power during a cataract extraction procedure. The procedure was completed with no harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).